Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that there was a revision on an unknown date due to an unknown reason. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
Upon receiving additional information, it was confirmed that this is a duplicate. The event was initially reported on MFR #0001822565-2025-00440. This complaint will be updated as a duplicate and this report should be voided.

Event description:
Upon receiving additional information, it was confirmed that this is a duplicate. The event was initially reported on MFR #0001822565-2025-00440. This complaint will be updated as a duplicate and this report should be voided.